Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/06/2025, it was reported by a sales representative, via (B)(4), that an ar-6480 dualwave pump produced too much pressure in the joint. This occurred during a procedure. The patient was not adversely affected, as it was caught before compartment syndrome.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is wear and tear of the device, as it was manufactured in 2018. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.